Event description:
It was reported that a patient, (B)(6) female, underwent an atrial fibrillation (afib) procedure with a thermocool® smarttouch® bi-directional navigation catheter and suffered a cardiac tamponade that required pericardiocentesis. The physician stated that the patient¿s baseline health status prior to the procedure was ¿fairly healthy with comorbidities¿. During the second transseptal puncture of the procedure the patient developed a pericardial effusion. The procedure was aborted, and pericardiocentesis was performed. The patient was then hospitalized for a few days for observation. The patient fully recovered with no residual effects. The physician¿s opinion regarding the cause of this adverse event is that this is possibly procedure related, and may have occurred during the transeptal puncture. Per 21 cfr, part 803, this complaint is reportable. The bwi failure analysis lab received the device for evaluation. The analysis has begun but is not completed at this time.

Manufacturer narrative:
(B)(4) it was reported that a patient underwent an atrial fibrillation (afib) procedure with a thermocool smarttouch bi-directional navigation catheter and suffered a cardiac tamponade that required pericardiocentesis. The bwi failure analysis lab received the device for evaluation. The returned device was visually inspected upon receipt and the client tip was found detached from the handle. This condition was not originally reported by the customer. Further investigation revealed some traces of the client tip on the handle, suggesting that the first component was well adhered to the second component. In addition, the breakage section was found irregular and not linear, suggesting that an external force was applied. However, it could not be determined at this point the root cause. Then per the reported event, the catheter was tested for electrical performance, temperature response and stockert compatibility and it was found within specifications. Furthermore, an irrigation test was performed and the catheter passed, no occlusion was observed. The catheter was also evaluated for carto 3 and the catheter was recognized by carto 3 system, no error messages were displayed and the catheter was properly visualized. Finally, a deflection test was performed and the catheter passed. The catheter passed all specifications. The root cause of the pericardial effusion remains unknown. The IFU states that careful catheter manipulation must be performed in order to avoid cardiac damage, perforation or tamponade. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures.

Manufacturer narrative:
When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Concomitant products: carto 3 system (ser# (B)(4), model # m-4800-01); stockert generator (ser# (B)(4), model # m-5463-01); cool flow pump (ser# (B)(4), model # m-5491-02); smart touch catheter: (model # d-1327-05-s lot# 16089514m); lasso catheter (model# d-1347-05 lot# 16110364l); webster cs catheter with ez-steer technology: model # d-1263-05-s lot# 16054619m; soundstar 3d diagnostic ultrasound catheter: (model # m-5723-05 lot# OEM_m-5723-05 ). (B)(4).